Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8597803.

Event description:
It was reported that during the patient's permanent drg implant procedure on (B)(6) 2022, a piece of the drg sheath broke off and was left in the patient. No further intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.